Event description:
Boston scientific received information that during a normal device follow up, this right ventricular (rv) lead displayed noise on the ventricular channel with inappropriate stored ventricular tachycardia (vt) episodes. Noise had also resulted in pacing to be inhibited for 2-8 seconds and a loss of capture (loc). Lead measurements were stable. Patient is noted being pacemaker dependent, however no adverse patient effects were reported. During this time the patient reported feeling lightheaded occasionally, however it was found that it did not correlate with the occurrence of the oversening being exhibited. Noise was reproducible with pocket manipulation during the clinic visit. It was discussed in 2010 there was difficulty disconnecting the rv lead from the original device but that the lead was used with the replacement device with no additional observations at that time. The physician voiced concern that the lead may have been compromised at that time. Boston scientific technical services (ts) discussed that more likely to be lead damage that a setscrew issue. A lead revision was performed in which this lead was capped and a new lead was placed successfully.

Manufacturer narrative:
The lead remains implanted surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.